Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered leakage at the valve. Also was noticed a crease on the anterior aspect and extending a posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 6/1/2018, the mentor failure analysis lab has received the device for evaluation. Additional information indicated that the date of implantation is unknown, and the patient underwent bilateral removal and replacement with following devices: left-catalog number 3503004bc, lot number 6794676, 6794676-066, and right- catalog number 3503004bc, lot number 7550114, serial number (B)(4). On 6/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left, mentor smooth round moderate profile 375cc saline breast implant, catalog number 3501660, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast implants which the right side deflated after implantation. Patient indicated trauma when dog jumped up on her and she noticed the deflation. Doctor confirmed the deflation. As a result patient had the device removed and replaced with another mentor gel implant, catalog number 3503751bc on (B)(6) 2018.